Manufacturer narrative:
Investigation in process but not complete.

Event description:
The surgeon was cutting some thick mesh and the cutters disassembled. The sales rep was not in the case. There is no further info available.